Event description:
Baxter china reported 10 incidents of "clamp can not close liquid after one month of use" with the transfer set. This was noted during use with no patient injury or medical intervention required according to the complaint coordinator.

Event description:
Baxter china reported 5 incidents of "clamp can not close liquid after one month of use: with the transfer set. This was noted during use with no pt injury or medical intervention required according to the complaint coordinator.